Manufacturer narrative:
Concomitant medical products: ca++antagonist, clopidogrel and asa. (B)(4). Evaluation results: inherent risk of procedure (myocardial infarction).

Event description:
During index procedure, the patient had two endeavor sprint rapid exchange (rx) drug-eluting stents implanted to the mid lad. The following day, the patient suffered a mi. It is unknown whether the reported mi was related to the target vessel. The investigator indicated that the reported event was possibly related to the study device. Ref MFR# 9612164-2011-01660, 9612164-2011-01661.